Event description:
It was reported to philips the system's l-arm was unable to perform geometry movements. The device was in clinical use at the time of the event and the patient was moved to another room. No harm to the patient or user was reported. Philips has started an investigation of this complaint.